Manufacturer narrative:
The sample was collected in 4ml bd tube and processed in whole blood mode. A field service engineer (fse) was dispatched on (B)(6) 2010 and adjusted the mcv.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining high mean cell volume (mcv) and red cell distribution width (rdw) results without instrument flags that were generated by the coulter ac*t diff analyzer. Per the customer, the physician questioned the results for one of the six samples provided with this case and sent the specimen to a reference lab for rerun. The rerun specimen recovered lower mcv and rdw results, which the customer considers correct so corrected reports were amended. There was no death, injury, or affect to patient treatment.